Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (discharge profile fault flags) was confirmed due to a shorted q2 component on the computer/analog pca, causing u6 to have no output. The monitor was unable to pass detect and treat testing. The root cause for the shorted q2 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.